Manufacturer narrative:
(B) (4). This case was handled as a normal repair when the motor was returned to our workshop in 08/2009. At that time, we were not aware of, or informed of, any injury being reported or linked to this damaged product. The initial investigation suggested that the root cause of the motor malfunction was due to the improper positioning of the strap stop and the lack of routine maintenance on the lift. Therefore, the motor was repaired and returned to end user. MDR submitted based on add'l info received regarding alleged injury.

Event description:
Alleged injury report received as follows: on (B) (6) 2009, defective lifting machine caused falling of (B) (6). To the floor. (B) (6). Had paraplegia. (B) (6). Alleges that due to the fall, his left leg was broken and had to be amputated.